Event description:
During the evaluation, the high flow insufflation unit was found to have a disengaged electro-pneumatic proportional valve and a damaged air tube. No patient involvement was reported.

Manufacturer narrative:
The device was returned to olympus for inspection. Based on the investigation findings, it is believed that the air tube damage was related to the same event that caused the electro-pneumatic proportional valve to disengage. However, a definitive root cause for either malfunction could not be determined. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.